Manufacturer narrative:
The philips bench repair technician (brt) determined that the pressure board required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the pressure board. The issue was resolved by replacing the pressure board, and the device was returned to the customer site.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating during evaluation at bench repair, it was identified that the invasive blood pressure (ibp) or art reading displayed 219 mmhg, which is outside the acceptable tolerance range of 200 mmhg ±5 mmhg. The device was not in use on a patient at the time of the event, so there was no patient involvement.